Manufacturer narrative:
The device code should have been migration rather than adverse event without identified device or use problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received that the patient had one lead explanted and replaced. The patient is doing well and has effective therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer related reference number: 1627487-2020-00554. It was reported that the patient experienced a bulge below the lead incision site. The physician was able to palpate the lead hardware at this site. X-rays confirmed the leads had migrated. The patient reports no physical pain at the site and was reprogrammed to restore effective coverage. The patient may undergo surgical intervention to resolve the issue.